Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels which have been treated with manual injections. At the time of the phone call the customer's blood glucose was 235 mg/dl. Troubleshooting was performed for the insulin pump and everything tested within specification. The drive support cap was recessed. The high pressure test passed. There were no alarms in the alarm history of the device. Troubleshooting was performed for absence of no delivery alarm and the customer's blood glucose was 414 mg/dl at the time, which was treated with manual injection. Everything tested within specification. Nothing further was reported.